Event description:
Surgeon was putting in the corkscrews and every time he tried to tie a knot down, the suture broke. This happened on every anchor (x3). One implant was removed from the pt, one was left in the bone with no sutures and one was left in with sutures and was functional. No pt injury reported due to this event, however, there was one hr delay to complete the procedure. This device is used for treatment.